Manufacturer narrative:
Evaluation results: the entire endoplege catheter device was visually inspected and there are no visual defects detected. Water was introduced through all of the device lumens and the water flows from were it should. The device distal end was clamped off to determine if there is interlumen leakage. There is no interlumen leakage with this device. There are no visual or functional defects detected. These devices are visually and functionally tested 100% prior to packaging. A review of the device batch record was performed for raw materials, in-process, finished goods and sterilization for lot number 763123 and there were no non-conformances or CAPA's opened in relation to the nature of the complaint. The devices met all raw materials, in-process, finished goods and sterilization specifications upon release of the product. This device was manufactured in (B)(4) 2010. There was no indication that the issue reported was related to the endoplege product therefore no corrective action will be pursued at this time. This event is considered a serious injury due to the intervention required to replace the product for another one.

Event description:
It was reported that the customer had a defective endoplege sinus catheter, (lot # 763123, and exp 2011-05-07) it appears that the catheter would not work when attached to the transducer. However the transducer worked when it was moved on its own. Customer has the unit to return. The ep was placed in the patient but the customer got a read-out or waveform on the transducer once it was connected. However the transducer cable was working fine because the cv tech disconnected it and was able to get a wave form on the screen from moving the transducer cable on its own. So it appears that ep catheter is not working. Endoplege catheter was exchanged for a new one..